Manufacturer narrative:
Plant investigation: as the device product number and lot number was not provided, it was not possible to perform a device history record (DHR) review or trend analysis. Additionally, no product sample was available for return. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinician reported that a facebook group discussion had reports of clinicians seeing an increase in clotting with patients during hemodialysis (hd) treatments which requires increased heparin and additional flushes. The reporter stated that an article was found that a physician states patient are clotting their systems up to 4 times a day. It was reported journal articles were found addressing hypercoagulability in covid patients. Upon follow-up with the initial reporter, it was reported that the clotting issues are believed to be a physiological issue that occurs with covid-19 patients. There is no report of a dialyzer issue. The number of occurrences, event dates, product, and patient information are not available. There was no report of patient injury or adverse event. Additionally it was unknown how much, or if any blood loss occurred. The product samples are not available to be returned to the manufacturer for evaluation.